Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: singh pp, kumar s, kumar d, gupta pk, joshi s, kumar r, kumar h, deen g. Comparison between conventional and variable-angle locking compression plates in complex proximal tibia fractures. Cureus. 2024 sep 11;16(9):e69237. Doi: 10.7759/cureus.69237. Pmid: 39398708; pmcid: pmc11470823. Objective/methods/study data: this study was conducted to evaluate the comparative functional outcomes of variable-angle locking plates versus conventional (fixed-angle) locking plates in the treatment of proximal tibia fractures. Between january 2020 and august 2021, a total of 60 patients were included in the study. These patients were dividied into two groups. Coventional lcp group consist of 30 patient (19 male and 11 female) with a mean age of 42.66±7.77 ranging from 40-50 years old treated with 4.5 mm fixed angle proximal tibia locking plate with locking screw while variavle-angle lcp group consist of 30 patient (26 male and 4 female) with a mean age of 35.65±11.4 ranging from 40-50 years old treated with 3.5 mm valcp proximal tibia plate. All patients receiving follow-up care for at least six months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: 3.5 mm variable-angle locking plate and conventional 4.5 mm fixed angle proximal tibia locking plate with locking screw. Adverse event(s) and provided interventions possibly associated with unk - constructs: 3.5 mm lcp proximal tibia plate/screws(qty 31) -1 patient had a deep infection and removal of implant. -1 patient had a superficial infection. -1 patient had varus -27 patients had nill -1 patient had a poor rasmussen¿s functional grading system adverse event(s) and provided interventions possibly associated with unk - constructs: 4.5 mm lcp proximal tibia plate/screws(qty 32) -1 patient had a deep infection and removal of implant -2 patients had superficial infection -1 patient had varus -26 patients had nill -2 patients had poor rasmussen¿s functional grading system